Event description:
It has been reported to philips that system would not start up. The customer rebooted the system, but the issue remained. The device was being prepared for clinical use, which delayed the procedure. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) analyzed the system onsite and confirmed that system was blocked. After reviewing the log file fse found the host pc malfunction was due to the empty battery or disk bay. Fse found the issue with power failure. Upon some functional test fse restored the host pc operation. After repairs were completed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.